Event description:
During a generator replacement due to normal expected battery depletion, the patient presented with high impedance once the new generator was connected to the lead. Pre-op diagnostics could not be performed to determine the impedance, since the patient's generator had reached end of service. The leads were adjusted and multiple diagnostic tests were performed but high impedance was still observed. Generator diagnostics were performed with a test resistor and the impedance was normal, so a generator issue was ruled out. The patient was closed without receiving a lead revision and the patient's device remained off. No known surgical intervention has occurred with the suspect product (lead) to date. No other relevant information has been received to date.